Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol). An incision enlargement was made and the lens was explanted. An aspheric optic lens was implanted during the same procedure. It was stated that this was a handling/user error issue. No patient injury or complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.